Manufacturer narrative:
H3, h6: a system check-out was performed. There was a short in the instrument interface box connector. The connector was replaced. B01, c02, and d02 are applicable. Additional information: patient initials added in a1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess) procedure. It was reported that on thursday (B)(6) 2023, the breakout box for this system seemed to not be functioning. The site loaded patient exams and set up the side emitter, and on the registration screen the patient tracker was not tracking the software showed the geometry error for the non-invasive prenatal test (nipt) was 3.5 but did not even show up as red in the bottom right of the screen, swapped disposables with no change. The medtronic representative (rep) was able to recreate the issue and has isolated the issue to the breakout box, all ports. When the bad break-out box (bob) was connected to either system at the account, the emitter did not seem to turn on (no chirping). The issue lies with the limo connector on the instrument interface. The rep noticed that when disconnecting/reconnecting the breakout box from the system, if the collar was not pulled back the bob will fault. The rep suspected a short was happening within the limo connector when the collar was not used. The site used a backup navigation system to complete the procedure. Ther e was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, serial/lot #: -, ubd: , UDI#: no parts have been received by the manufacturer for analysis. B17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: product 9735825ent was received for analysis. The lemo connector was damaged. The connection was loose and the slightest movement would disconnect instruments. All ports do function when connection is secure. B01, c07, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.